Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. Customer also reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 400 mg/dl compared with the sensor glucose reading of 48 mg/dl. The customer received a change sensor alert, a cal error alert, and a bent sensor cannula. The customer's sensors were replaced and will be returned for analysis.